Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the patient was receiving total parenteral nutrition (tpn) via this catheter. While in radiology a very fine spray of normal saline fluid was seen while flushing the "white" lumen of the catheter. The insertion site was the right basilic vein. The catheter was removed and a new catheter inserted without difficulty. The original catheter had been in use for 3-5 days. There were no reported complications to the patient. The therapy continued as planned.